Manufacturer narrative:
See summary memo of evaluation.

Event description:
The dental implant (B)(4) was removed on (B)(6) 2019 due to failure to osseointegrate around 4 months after implantation. The patient has history of diabetes. The doctor noted local infection during the surgery. The patient required bone augmentation for the operation. The patient has recovered without complications.